Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer often experienced low blood glucose (bg) below 40 mg/dl at night. Reportedly, low bg occurred every other night. The customer believed the settings needed to be adjusted. Bg was addressed with sugar. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.